Event description:
Customer states the use by date on the compact test strip vial label is 09/30/2008; manufacturer's documentation confirmed the actual use by date to be 09/30/2006. No adverse event reported. Requested return of product, replacement sent.